Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set cannula in which cannula was outside from the skin when patient woke at night on (B)(6) 2025. The event occurred within three hours after insertion. The infusion set was in use for one day. The insertion site was abdomen. The patient replaced infusion sets and resumed insulin successfully. No further information available.